Manufacturer narrative:
The dentist reported the patient had implant failure to osseointegrate, and the implant was removed after two weeks due to infection in implant site. No patient's ethnicity and race were provided. There was no harm to the patient. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Infection in an implant site can occur due to surgical factors, local or systemic patient issues. Although the root cause for failed implant complaint is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate. The patient developed infection on the gum tissue and at the implant site. There were granulated tissue around the implant, and general bone loss. The patient had bone type iii and no pre-existing conditions.

Manufacturer narrative:
Corrected: scetion a1: this section was corrected to (B)(6) as it was incorrectly reported under (B)(6). Section b1: this section was updated as it was omitted at the initial submission. Section d4: the UDI was captured as it was omittted at the initial submission. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Returned sample results: the implant was verified to be a hahn tapered implant ø3.5 x 8mm (70-1154-imp0004) using radiographic template. There were no defects or abnormalities observed. Root cause: although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis,smoking, and lack of oral hygiene may also be contributing factors.